Event description:
The customer reported to beckman coulter (bec) that 10 ml of bloody fluid leaked from the coulter lh 750 hematology analyzer by the needle. The customer indicated that blood and clear liquid was inside the instrument and on the counter. The customer was running patient samples when the leak was observed. Patient results were not affected as a result of this event. The customer was wearing gloves, goggles and a laboratory coat at the time of the incident. There was no biohazard exposure to mucous membranes or open wounds. There was no death or injury associated with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) did troubleshooting via telephone with customer and had the customer flush needle with bleach that went through its waste pathway, possibly flushing an obstruction. Following the flushing procedure, the customer verified instrument by running controls and there were no more issues. Failure mode can be attributed to an obstruction in the needle that was flushed out by the customer using bleach. (B)(4).